Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a small flexnav delivery system. The length of the membranous septum was 3.9mm. The patient was already in intermittent heart block prior to tavr. The valve was implanted at a depth of 7.5mm. After navitor implant, the patient required a permanent pacemaker due to complete heart block. The patient was reported discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that the membranous septum was 3.9mm. The final implant depth was 7.5 mm from the non-coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the event is related to the patient condition prior to implant or procedural conditions (implant depth). However, this cannot be confirmed. The reported surgical intervention was under case-specific circumstances, as permanent pacemaker was implanted for heart block. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a